Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the pump had no delivery. Disconnected from tubing and ran a 6.6u bolus, no insulin exited. Experienced unexplainable highs; treated with syringes lantus and insulin. Blood glucose during event was over 300mg/dl; current was 368mg/dl. During troubleshooting, stated there are multiple large bubbles. Tested blood glucose again and was 261mg/dl. Advised to deliver a 5u fixed prime and no insulin exited. Stated insulin exited with manual prime. Tried plunger and insulin did come through. Noticed she wakes up and her tubing is all crinkled. Assisted with performing the high pressure test and it had no delivery. Advised to change entire set and insulin; then passed high pressure test. She was on a break and went back on the pump last week. Stated her blood glucose was 600mg/dl, treated with bolus. She walked around with 30's mg/dl, she had hypoglycemic unawareness; very fragile. She sometimes forgets to press a button on the insulin go through rewind.